Event description:
Laser fiber did not pull easily out of packaging. Fiber segment fired outside of body causing arc. Segment of fiber inside pt. This happened with two fibers from the same lot number.